Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer disconnected the call before this information could be gathered. This medwatch is for the nano system. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 81 mg/dl, 78 mg/dl (nano) and 34 mg/dl (compact plus). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.